Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was usually a good performer. However, a steady rise in ground path impedance was observed. Patient's scores on speech tests have deteriorated. A revision surgery was recommend and device explanation is possible.